Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01171.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right femoral vein due to deep vein thrombosis and gastrointestinal bleed. Patient is alleging vena cava perforation and tilt. Patient further alleges "I live with the anxiety of having a filter that could fail at any time, but that cannot be retrieved without a serious surgery because my filter has tilted within my vena cava and perforated outside of it." Per report from CT (computed tomography) dated (B)(6) 2019: "positive for caval perforation. Superior extent of ivc filter l 1-l2 disc. Inferior extent l2-l3 disc. A total of 4 prongs have perforated through ivc series 2 image 35. Maximum distance prongs perforated through ivc 5.07 mm series 2 image 35. Coronal images 0.29 degree tilt right to left series 6 image 39 sagittal images 5.17 degree tilt anterior posterior series 7 image 41. Diameter of ivc directly above filter 26.51 mm x 19.85 mm series 2 image 24."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2016. The patient alleges to have been injured without further explanation.